Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported on june 21, 2024, when the clinician used a peripheral cannulated central venous catheter (celestial buckle) for catheter maintenance for the patient, it was found that the button could not be opened and could not be buckled, and it was immediately replaced, and no adverse events were caused. No other information was provided.